Event description:
It was reported by service report that the pt left locking spindle was broken and the side rail would not lock in the upright position. It is unk if there was pt involvement, however, no adverse consequences are reported.